Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that liquid leakage occurred two months after the solo catheter was placed in this patient. An examination by a nurse from PICC clinic showed that the external portion of the catheter was intact. After removed, the catheter was flushed without occlusion, nor kinked. And liquid leaked from something appearing like a needle tip hole in the portion of the catheter that was placed in the vessel, 2 cm beneath the insertion site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed; however, the exact cause is unknown. One photograph of a single lumen powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed what appears to be a leak in the catheter tubing a few inches away from the molded joint. Use residue could be seen on the catheter in the returned photograph. While the cause of the leak could not be determined from the returned photograph, possible causes include flexural fatigue, over-pressurization, and sharp instrument damage.

Event description:
It was reported that liquid leakage occurred two months after the solo catheter was placed in this patient. An examination by a nurse from PICC clinic showed that the external portion of the catheter was intact. After removed, the catheter was flushed without occlusion, nor kinked. And liquid leaked from something appearing like a needle tip hole in the portion of the catheter that was placed in the vessel, 2 cm beneath the insertion site.